Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced preventively. In addition of the above evaluation, it was confirmed that logs were not downloaded by connecting to the test tool, display board was replaced. The technician performed final test, battery check, valve check, run in tests, cleaning then confirmed the unit operated properly and software was uploaded, which was not related to the malfunction/issue.